Event description:
Caller reported intermittent occlusion alarms. The customer's blood glucose level was displayed as "high" specific value was not provided. To address the high blood glucose, the customer administered a correction bolus via the pump. Occlusion was resolved by adjusting the insulin pump tubing to prevent kinks and clicking resume insulin.